Event description:
Moreland osetotome broke. Sterile processing department contacted and department manager came to confirm no pieces were retained, took broken piece to spd to be cleaned. Will keep instrument in sterile processing department if any further investigation needed. (B)(6).